Event description:
An injection gold probe bipolar electrohemostasis catheter was used to treat an esophageal bleed in a male pt (weight unk) in 2008. According to the complainant, after the procedure was completed and the device was being removed from the pt's esophagus, "the tip came off inside the pt. [The physician] retrieved the tip with a snare [device and MFR unk]. No add'l therapy was needed." At the conclusion of the procedure, the pt's condition was reported as "okay".

Manufacturer narrative:
The suspect device has not been received by boston scientific corp. A device eval cannot be performed; therefore, the cause of the tip detachment is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The feb 2008 15-month injection gold probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.